Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 10/12/2016. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the returned lens additional analysis is not possible. The customer's reported event could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Pt age/date of birth: unknown/not provided. Pt gender/sex: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 intraocular lens was explanted in a secondary procedure due to residual refractive error. There was no incision enlargement and no sutures were required. There was no patient injury reported.